Event description:
On (B)(6) 2012 an account adjuster called our firm reported a pt experienced a fungal infection while wearing acuvue contact lenses (cl). The pt was seen by an eye care professional (ecp) and told the infection could be caused by the solution or the contact lenses that the pt was using. The pt used kirkland's solution to clean disinfect cl. On (B)(6) 2012 our firm spoke with the pt who stated the event occurred in od. The pt was seen by an ecp on (B)(6) 2012 and diagnosed with a fungal infection on (B)(6) 2012; the pt had been seen every day since that time. The pt reported that the pt slept in lenses for a week, removed them, rinsed with saline, soaked overnight in solution, rinsed and reinserted the next day. The pt was on a two week replacement schedule. A culture was performed on (B)(6) /2012; the results were unknown. The pt was instructed to use natamycin one drop every hour around the clock (atc) vigamox one drop every hour atc, voriconazole one tablet daily c. Voriconazole one drop atc. The pt has been seen by the ecp on a daily basis. The pt was told a corneal transplant may be needed. The pt discarded the suspect lens. Several attempts were made to obtain additional clinical info from the treating ecp's office. On (B)(6) 2012 the ecp's office would not provide clinical info, however, they confirmed the info provided by the pt was correct. I spoke with the pt who stated the pt's "condition has improved somewhat." The frequency of eye drop use has decreased to every two hours atc and the doctor's visits have decreased to three times a week.

Manufacturer narrative:
A device history review was performed. Lot #b00c8z5 was processed under normal conditions. The batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings. Device discarded - unable to f/u, no conclusions can be drawn.